Event description:
It was reported by the affiliate that during an unknown procedure the clip cut and bleeding occurred during the procedure. There was minimal bleeding with no transfusion needed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.